Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event of broken conductor wire. There was no broken conductor wire (black) observed during visual inspection. For clarifications this type of instrument does not have conductor wire. Additional findings not related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. D4. Lot number: k10240425 0032.

Event description:
Refer to h11 for follow-up information.